Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During the evaluation, the reported issue of image flickering was unconfirmed. The scanner was received and function normally, the scanner powers on and boots up normally and no jumping of flickering of the display was observed during the evaluation. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during the evaluation. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to the customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number dyzc7024 showed no other similar product complaint(s) from this serial number.

Event description:
It was reported, during a procedure the screen is flickering and losing the image.

Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device has not been received, at this time

Event description:
It was reported, during a procedure the screen is flickering and losing the image.